Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with one syringe of juvéderm® voluma¿ xc into both cheeks with a cannula a few months ago. On the following month the patient informed the hcp that they had a firm line sized lump under their left cheek that was no visible by looking at it but it felt tender like a bruise. The skin was slightly redder in the injection area. The hcp stated that the patient had a divot and a hard nodule on their left cheek. The hcp stated that it did not look like a granuloma, infection or vascular occlusion. The hcp thinks that the patient might have hyperpigmentation and the patient has a subtle indentation and firmness. It felt like scar tissue where the cannula went in. On a follow-up appointment the patient was no longer sensitive but there was still redness. Patient was prescribed doxycycline at the start of last month and took it for two weeks. Later that month the patient received hyaluronidase. The doxycycline helped with the redness, but the hyaluronidase did not help break up the scar tissue. The symptoms are ongoing.